Event description:
Additional information received from the patient reported that nothing was done in regards to the ins migration.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the week prior to the report, the implantable neurostimulator (ins) had shifted and moved up from its original position. The ins was moving in the pocket. The manufacturer's representative was there to check out the machine and he readjusted the setting and it was better by a little. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had a change in therapy. The cause is unknown. The patients system was removed because it did not work. They have no idea why the device was not working. It got to the point where the implant was popping out of the skin. The patient still had pain and he could not feel stimulation. The patient could increase stimulation to the point where his body was jumping because it was too high, so they removed it. The revision was on (B)(6)2017. It is unknown whether the patient has recovered completely. No further patient symptoms or complications were reported in this event.